Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the 40mm head trial has become damaged and needs to be replaced. It happened during surgery. The surgeon while trying to dislocate the trial implants was using a bone hook as he always does. While dislocating, I assume the hook hit the head trial and damaged the trial. The sterile processing department noticed the damage while reassembling the set after washing and has requested a new trial. There was no patient or user harm. There was no delay in the surgery and no fragments or pieces were generated.